Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/01/2010, 11/03/2010, 11/04/2010 and 11/15/2010 by phone, fax, and mail. Additional info was received on 11/01/2010 and 11/03/2010 by phone. A completed questionaire has not been received. (B)(4).

Event description:
A user facility reported that during intraocular lens (iol) surgery, a lens was removed. Additional info was received from a tech, who reported the lens was removed due to a capsular bag tear during surgery. The pt was originally scheduled for retinal detachment repair, vitrectomy with silicone oil, and cataract extraction with iol placement. During surgery, after the capsule tore, the lens migrated to the vitreous and was removed. A different model lens was implanted. Additional info has been requested.